Event description:
Rn placed medication in burette with 70 ml of fluid, and set pump to deliver over 1 hr. Pump indicated infusion, but fluid remained in drip chamber. Burette did not infuse to pt after 1 hr.